Event description:
A ventilator was returned to a third-party service center for service. There was no harm or injury reported. During the evaluation of the device at third-party service center, a "ventilator inoperative" code was found in the ventilator's downloaded error log, the device failed a test step. The device's system pca and 3-way solenoid valve was replaced to address the issue.